Event description:
Material no. Unknown batch no. Unknown. It was reported that during use of the there was inconsistent results with bd blood collection tubes compared to other tube types inconsistent results with bd blood collection tubes compared to other tube types compared bd edta (purple) to dark green top for ammonia testing. Noticed a 10% drop when using green top. Advised not to use purple tops for ammonia testing.

Manufacturer narrative:
H.6. Investigation summary: bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, bd had not received a response from the customer. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see section h.10

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no. Unknown, batch no. Unknown. It was reported that during use of the there was inconsistent results with bd blood collection tubes compared to other tube types. Inconsistent results with bd blood collection tubes compared to other tube types compared bd edta (purple) to dark green top for ammonia testing. Noticed a 10% drop when using green top. Advised not to use purple tops for ammonia testing.